Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an alarm 1 occurred while the pump supplies were being changed. Another cartridge was used and the alarm reoccurred. Blood glucose level was 250 mg/dl. Insulin injections were used for insulin delivery.